Event description:
(B)(4). While the process was going on it was extremely painful. My stomach hurt so bad to the point I crying and screaming and the dr prescribed me tylenol 3 with codeine for 10 days. My stomach never stops cramping as of today I'm still having 24/ 7 stomach pain and its very hard and painful to make bowel movements. My period is way heavier and painful than before I got the procedure done. My sex drive has plummeted because when I do have sex it hurts so very bad. And all of this so I wouldn't have another baby and guess what... I had a baby boy (B)(6) 2014 that I had to give up for adoption which by the way is the hardest decision I've ever had or will ever make. I deal with depression and heartache on a daily basis due to all 9 the above mentioned. Thank you in advance.